Event description:
It was reported that the insulin pump alarmed no delivery, and the message remained even after an entire infusion set, reservoir and insertion site change. The caller did not know the blood glucose reading. The caller stated that the infusion set cannula was not bent. Advised discontinuation and replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The pump was received with currents within specification. The pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No unexpected excessive no delivery alarms were noted. The pump had minor scratches on the lcd window, a cracked case near the display window corners, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.